Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following initiation of impella cp support, flows began to ramp up in autom mode and plateaued at 1.5 - 1.8 liters per minute. The pump was switched from auto to p-level with suction above p-5. The volume and positioning were verified, but the issue persisted. The impella cp was repositioned by recommendation. As a result of the ongoing suction, the decision was made to replace the pump. There was no patient injury reported.